Event description:
It was reported that the central lumen on the intra-aortic balloon (iab) is dampened, the pressures are inaccurate and is unable to assess the waveform. As a result, a radial arterial line was inserted. It was reported that the patient has remained stable. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). See MDR #3010532612-2019-00130 and tc #(B)(4) for related complaint involving the same patient and device. Teleflex did not receive the device for investigation therefore the reported complaint of iab central lumen occluded is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. The reported complaint will be monitored for any developing trends. No further action required at this time. Other remarks: teleflex received the device for investigation therefore the complaint has been reopened. The reported complaint of iab central lumen occluded is not confirmed. During functional testing, no blockage or occlusion was noted. The device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time.

Manufacturer narrative:
(B)(4). See MDR #3010532612-2019-00130 and tc #1900068095 for related complaint involving the same patient and device. Teleflex did not receive the device for investigation therefore the reported complaint of iab central lumen occluded is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the central lumen on the intra-aortic balloon (iab) is dampened, the pressures are inaccurate and is unable to assess the waveform. As a result, a radial arterial line was inserted. It was reported that the patient has remained stable. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). See MDR #3010532612-2019-00130 and tc (B)(4) for related complaint involving the same patient and device.

Event description:
It was reported that the central lumen on the intra-aortic balloon (iab) is dampened, the pressures are inaccurate and is unable to assess the waveform. As a result, a radial arterial line was inserted. It was reported that the patient has remained stable. There was no report of patient complications, serious injury or death.